Event description:
It was reported that during a low anterior resection procedure, the surgeon grasped tissue in the jaws of the device. Error messages were reported when the surgeon attempted to activate the energy. The error message was not noted by the staff. When attempting to grasp the tissue again the surgeon noticed that the anvil was loose and appears to have come unhinged from the jaw. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw damaged at the proximal side. This caused the reported loose jaw. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. However, it is known that this type of damage can cause a short on the device, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. This was not confirmed during testing. The condition of the jaws prevented the functionality of the jaw, this could have resulted in the reported tissue manipulation issues as the device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.